Event description:
Caller reported a discrepancy between the displayed and actual time on their device, which was greater than five minutes. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to update the pump time and was advised to monitor for any recurrence, with an understanding and acknowledgment of the guidance provided.